Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The armada pta catheter is being reported under a separate medwatch report number. The guide wire was not returned for investigation. However, the armada balloon catheter was returned with blood on the shaft and on the balloon, consistent with the unit being advanced into the anatomy as reported. There was contrast in the inflation lumen and in the balloon and the balloon was loosely folded, consistent with the reported information that the balloon had been inflated. As reported, there was a bend in the inner member 5 mm proximal to the distal marker. There was no other damage noted to the balloon catheter. It appears that during the attempt to advance both the armada catheter and the winn guide wire to the posterior tibial artery, which was reported as heavily calcified, the distal ends of both units kinked causing the two to become stuck together, and contributed to the difficulty removing. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the lesion site was described as highly calcified which likely contributed to the reported difficulties. Overall, the reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Manufacturing inspects all guide wire tips after they are loaded into the dispenser, and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a procedure of the anterior tibial artery, the winn guide wire was advanced but became 'stuck' at the distal end at the target lesion. The armada was advanced over the guide wire in an attempt to get better support but the guide wire remained stuck. The armada was inflated at the proximal end of the artery without issue. Both devices were attempted to be advanced to the posterior tibial artery but could not pass the first curve of the artery. The guide wire alone was attempted to be advanced but became stuck with the balloon. Both devices were removed from the anatomy as a system. Outside the anatomy it was noted that the tip of the armada and the winn guide wire were bent. The guide wire was discarded. Non-abbott devices were used to complete the procedure. There was no reported adverse patient effect. No additional information was provided.